Manufacturer narrative:
With regards to this event, logfiles were received for investigation. Investigation of the logfiles determined that, the reported event can be attributed to a software bug, by which it is possible to have the "irrigation up" function activated when switching to the laser mode where it is not possible to deactivate the "irrigation up" function. It should be noted that in case this situation occurs, the user can deactivate the "irrigation up" function by switching to the previous step or to temporarily switch off the irrigation completely by constant irrigation on/off. Therefore, the likelihood that such an event will cause actual harm is considered remote.

Event description:
During a procedure, after activating a laser function, irrigation pressure started to rise. The stuff tried to decrease the pressure from a monitor level, however, it kept rising. The surgery was completed after rebooting of a machine. Patient harm did not occur.

Manufacturer narrative:
Log files of the eva system were received by d.o.r.c. Investigation will be initiated as soon as possible.

Event description:
During a procedure, after activating a laser function, irrigation pressure started to rise. The staff tried to decrease the pressure from a monitor level, however, it kept rising. The surgery was completed after rebooting of a machine. Patient harm did not occur.